Event description:
A consumer reported that their thermometer had given false negative readings on their two babies. The device allegedly gave readings that were approximately 2.6°c-3.1°c lower than what was later measured by a doctor. There were no reported complications from this incident. Kaz USA, inc. Has requested that the device be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned for testing, but it has not yet been received.